Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that there was leak of insulin past the second o-ring. The customer's blood glucose was 321 mg/dl at the time of incident. The customer's blood glucose was 353 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injection. The reservoir will be returned for analysis.